Event description:
It was reported that the device displayed the unknown message "invalid transmitter" during a sensor session. No product or data was provided for investigation. Confirmation of the complaint is undetermined and probable cause cannot be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).